Manufacturer narrative:
This reportable event was identified in a review of complaint files dated between (B)(6) 2017 and (B)(6) 2019. A root cause of the malfunction was not determined during the evaluation of the sample or production records.

Event description:
The product tore/broke as the surgeon was pulling the gallbladder out of the patient. The surgeon was performing a lap chole procedure; there was no harm to the patient.